Event description:
It was reported that the patient had his artificial urinary sphincter cuff component removed due to recurring incontinence. The patient used 8 pads per day and woke up 2 times during the night. A new artificial urinary sphincter 3.5 cm cuff was implanted.